Event description:
It was reported that the implantable cardiac monitor (icm) had a power on reset (por) and device revision due to inability to detect r-waves. The device remains in use. No patient complications have been reported as a result of this event.